Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with the handle components and the carriage components detached from the dcs. The capsule could not be retracted. The tip-retrieval mechanism was intact, and the end cap/screw gear snap fit was connected. The front grip was separated, and the capsule was over captured. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. Two tabs were detached from the male actuator component. Conclusion: the device was received with the handle components and the carriage components detached from the dcs which confirmed the reported event. The device was received with the capsule over captured. The evolut pro system instructions for use (IFU) cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule¿. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. Delamination occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. Recapturing is a feature of the enveo pro device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including the patient anatomy or physician technique. It was reported that during the second recapture attempt, the deployment knob on the delivery catheter system (dcs) opened. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. A device history record (DHR) review was performed on the dcs and there were no correlations or issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was attempted to be recaptured due to a high implant position. During the second recapture attempt, the deployment knob on the delivery catheter system (dcs) opened. The two parts of the deployment knob opened and the blue hand rest had split from the deployment knob. It was not possible to recapture the valve, therefore the tip retrieval mechanism was used successfully. The dcs and valve were withdrawn from the patient. A second dcs was used to implant the valve. No adverse patient effects were reported.